Manufacturer narrative:
With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) of each of the three provided serial numbers (s/n) was reviewed. Based on assessment, each product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: 2020-31463.

Manufacturer narrative:
Additional information has been provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to the company representative that a patient experienced endophthalmitis following a routine cataract extraction with intraocular lend implant procedure. Additional information has been requested.